Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge had been in use for 4 days. No issues observed with the cartridge, infusion set or cannula. Customer experienced blood glucose (bg) level of 300 mg/dl to over 500 mg/dl and diabetic ketoacidosis (dka) considered dangerous, a correction bolus was delivered and a manual injection was administered to address bg/dka. Customer was admitted to the emergency room/ hospital and treated with a potassium and an insulin/saline drip. Customer was discharged approximately 1-2 days later with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.